Event description:
The customer reported a screaming alarm, error 99 in history log for the agilia pump. The pump was received for evaluation and it was confirmed for the error reported by the customer. A review of the pumps log shows that error 99 has occurred twice. Due to this error the central unit board and power supply board were replaced. Complete configuration and calibration was performed on the pump. Quality control testing was performed with passing results. The pump is now functioning as intended and it was released for further use.